Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The leak occurred along the welded seam as indicated by a picture. Since the part was not returned, it could not be determined if there was other damage to the component which could have contributed to the leak. The root cause of this event is being mitigated by a supplier correction action report. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. A supplemental will be forwarded if further info becomes available. (B)(4).

Event description:
The customer reported that during set up of a custom tubing pack, that the pre-bypass filter was noted to leak. It was discarded and the circuit used without incident. The customer did not report any pt effects.